Event description:
Patient with a right medial temporal intra-cranial hemorrhage with associated right posterior communicating artery aneurysm underwent diagnostic femoral cerebral angiogram with primary coil embolization of the right posterior communicating artery aneurysm. Four coils were deployed. Following this, a hydrosoft 3d (2mm x 6cm) coil was deployed. Per the operative report, increased resistance was met upon deployment of this coil, and upon repositioning the coil within the aneurysm sac, the coil was identified to have stretched and detached on its own. In the process to adjust, it was noted the coil tail herniated into the internal carotid artery. The coil was eventually snared and removed.